Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('device migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), cervicitis ("cervicitis") and menorrhagia ("period ruining over half of every month "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, adenomyosis, endometriosis, cervicitis and menorrhagia outcome was unknown. The reporter considered adenomyosis, cervicitis, device breakage, device dislocation, endometriosis and menorrhagia to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-hysterectomy, adenomyosis, hysterectomy, endometriosis, cervicitis, device breakage, device migration and menstrual disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage') and device dislocation ('device migration') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), adenomyosis ("adenomyosis"), endometriosis ("endometriosis"), cervicitis ("cervicitis") and menstrual disorder ("period ruining over half of every month "). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the device breakage, device dislocation, adenomyosis, endometriosis, cervicitis and menstrual disorder outcome was unknown. The reporter considered adenomyosis, cervicitis, device breakage, device dislocation, endometriosis and menstrual disorder to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media- (events added from social media)-hysterectomy, adenomyosis, hysterectomy, endometriosis, cervicitis, device breakage, device migration and menstrual disorder quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.